Event description:
The customer reported that the insulin gauge displayed an amount different from what was expected, with a static fill estimate of 130 units despite insulin being delivered. There was no adverse impact to the customer¿s blood glucose level. Technical support explained that this could happen due to a large variance in measured pressures impacting the calculation of remaining insulin, and once the actual amount aligns with the static display, the estimate will decrease normally. The customer understood and acknowledged this explanation.